Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 75", "pacer fault 115", "system fault 36", "system fault 37" and "system inactive" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corp has not rec'd the product for eval and this complaint is still under investigation.